Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture", "hurting" and "feels much lighter, droopy, sits lower than the other, feel it when I move my arm, does not sit in bra correctly". This record is for the right side. The device remains implanted.